Event description:
Boston scientific received information that shortly after implant this device oversensed noise. The device was temporarily deactivated as to prevent inappropriate shocks. The noise was suspected to be caused from air bubbles within the header. No adverse patient effects reported. Device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.